Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device using a 6f sheath after a cerebrovascular disease intervention procedure. Reportedly, resistance was noted while advancing the knot with the knot pusher. The physician continued trying to advance the knot to the vessel wall; however, it would not advance any further and did not reach the vessel wall; therefore, the physician decided to switch to manual compression to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.